Event description:
The service report shows the unit had no audible alarm. The mallinckrodt customer support engineer (cse) verified no audible alarm. The cse inspected the device and straightened j11 socket pins and ensured j11 connection. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.